Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular (rv) lead exhibited high pacing impedance and inadequate capture. During the lead revision procedure, the impedance and pacing threshold of the rv lead were found to be normal when tested with the pacing system analyzer (psa). The high impedance and inadequate capture were considered to be related to pacemaker malfunction. The pacemaker was explanted and replaced; the rv lead was connected to the new pacemaker and remained implanted on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
(B)(6) 2025 is an estimated event date. (B)(6) 2025 is an estimated concomitant product therapy date.